Manufacturer narrative:
The following fields were updated: b5, d10, g4, g7, h2, h6, h10. The customer indicated the device will be returned to olympus. This event is still under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information was received on (B)(6) 2021. It was reported the issue was first noted before a diagnostic procedure. No other devices were involved in the event. There was no delay to the procedure. The intended procedure was completed using a different device.

Manufacturer narrative:
This event is currently under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported that the color bar screen was displayed when connected a camera head to the visera elite video system center. No patient harm was reported for this event.

Manufacturer narrative:
The following fields were updated: d10, g4, g7, h2, h4, h6, h10. This supplemental is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) was conducted. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be established. It is probable there is no defect with the device and there is a problem with the camera head. Olympus will continue to monitor the performance of this device.